Manufacturer narrative:
The event occurred in foreign country.

Event description:
Reporter stated that patient's blood glucose was measured, using the inform system, with a result of 352 mg/dl. Based on this valve, patient was reportedly treated with 20 units of actrapid insulin. Four hours later, patient was reportedly exhibiting symptoms of hypoglycemia. At this time, patient's blood glucose was retested on the inform system with a result of 229 mg/dl. No treatment was reported. Reporter stated that, 10-20 minutes later, an additional sample was obtained from the patient and sent to the facility's lab for testing. Approximately 1 hour later, the lab reported that patient's blood glucose was less than 20 mg/dl. Reporter noted that patient was retested, on a different inform system, with a result of 17 mg/dl. Patient was then tested on the suspect inform system with a result of 311 mg/dl. Reporter stated that pt was treated with glucose. No additional treatment was reported. Patient was reported to be recovered. The suspect product was not returned to the MFR for evaluation.